Manufacturer narrative:
(B)(4). The mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. The complaint mr290 chamber was not returned to fisher & paykel healthcare for investigation as it had been destroyed at the hospital facility. The event description notes that the chamber overfilled upon initial set up of equipment. Without the complaint device, we are unable to determine the root cause of the reported chamber overfilling. A lot check revealed no other complaints of this nature for lot number 120110. Our user instructions that accompany the mr290 indicate in pictorial format the maximum fill line and advises the users to replace the chamber should water exceed the limit line.

Event description:
A hospital in the (B)(6) reported than an mr290v vented autofeed humidification chamber "flooded" on set up, prior to patient use. It was further reported that the complaint chamber had been destroyed.